Manufacturer narrative:
The customer¿s reported complaint of an under infusion of vancomycin was not confirmed during a review of the logs or replicated through device testing as a result of the investigation. However, the report of occlusion alarms being exhibited after the time of the reported incident were confirmed in review of the logs. Based on log analysis results, the reported vancomycin infusion was initially started at 7:35 am and completed (kvo) at 9:36 am on 15 apr 2021. An additional 200mls was programed and infused until 10:12 am on 15 apr 2021 when the unit was channeled off and recorded a primary volume infused of 282.712ml. The initial infusion was programmed at a rate of 125ml/h with a vtbi of 250ml. It is not evident in review of the logs that would suggest an event of an under infusion. Test results from the timed rate accuracy test method performed on the source device, consisting of a 1-hour rate accuracy test, demonstrated the pump module operating in specification. Results from a test infusion with added pressure did not exhibit unintended occlusion alarms on the source device. The pump module infusion was being used for treatment. The root cause of the customer¿s experience with an under infusion was not determined as a result of this investigation. The source pump module demonstrated to be in specification and operating as intended. Device history review: a review of the device history record showed the device had a manufacture date of 05/13/2020. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that there was an under infusion of vancomycin. The infusion started at 0738 and was set to infuse at 125ml/hr. It was noted that at approximately 0930, only 30ml had infused. At the time of the incident, the pump then began to alarm for "occlusion", however, no occlusions were observed. It was noted that the staff connected the pump to another pcu but the pump continued to alarm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that there was an under infusion of vancomycin. The infusion started at 0738 and was set to infuse at 125ml/hr. It was noted that at approximately 0930, only 30ml had infused. At the time of the incident, the pump then began to alarm for "occlusion", however, no occlusions were observed. It was noted that the staff connected the pump to another pcu but the pump continued to alarm.